Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified forearm shunt. The physician advanced a 6.0mmx40mmx40cm sterling balloon to dilate the lesion for 30 seconds at 13atms. The sterling balloon was inflated again for 30 seconds at 13atms. On the third inflation the balloon ruptured at 13atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a longitudinal tear in the balloon wall between the proximal and distal markerbands. There were no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non-calcified forearm shunt. The physician advanced a 6.0mmx40mmx40cm sterling balloon to dilate the lesion for 30 seconds at 13atms. The sterling balloon was inflated again for 30 seconds at 13atms. On the third inflation the balloon ruptured at 13atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).